Event description:
The following information was provided: the patient presented to the clinic complaining of pain. It was confirmed that the hmrs proximal tibial component, implanted in (B)(6) 2009, had fractured.